Manufacturer narrative:
Loosing a shoe is hardly possible when user sticks to the best practice for this device. It leads us to the conclusion that the footlifters of the device were not used despite being recommended best practice by the manufacturer.

Event description:
Patient looses shoe and drags toes on treadmill of robotic rehabilitation device. Lokomat was stopped by therapist and training continued. X-ray on (B)(6) 26. Revealed distal fractures of tibia and fibula.